Event description:
The ventricular assist device (vad) reported that when attempted to connect the patient to the monitor waveforms and vad parameters would not display on the monitor. Several different monitors were tried with the same results although the monitors worked on other patients. The site decided to exchange the controller. There was no effect on the patient and the patient was issued a replacement controller.

Manufacturer narrative:
The controller (B)(4) was returned for evaluation various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a component failure that resulted in no communications from the controller to the monitor. The confirmed failure is related to the reported event. The root cause was integrated circuit (component) failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The instructions for use warns to keep a spare back up controller available at all times and outlines the steps for exchange of devices. The company is seeking this information through the event investigation.